Manufacturer narrative:
Product event summary: the delivery system was returned and analyzed. Analysis was performed and no anomalies were found. The delivery system was kinked/buckled. Damaged at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that air bubbles were observed after aspiration of the delivery system. The entire system was removed to check where the air was entering the delivery system, and it was determined that air was coming into the shaft from inside the handle. The system was fully flushed again and all air was removed to be re-introduced into the heart. The delivery system will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.